Event description:
Patient developed infection 2 years 2 months after implantation of the dental implant (B)(4) in tooth location #3. Implant was removed on (B)(6) 2015 due to infection. The patient is recovered without complications, but treatment is ongoing for another implantation.